Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According ot the reporter, during sigmoidectomy procedure, they connected the handle to reload but the handle became stiff and a crack sound was heard. They could have not fired the device till the distal end and the tissue was not thick. The procedure was completed with another device. No noted patient injury.